Event description:
Additional information was received on (B)(4) 2011, when product analysis was completed on the explanted lead. Product analysis confirmed discontinuity of the negative quadfilar coil in the body region of the lead at approximately 241 mm and at approximately 245 mm from the end of the connector bifurcation. Scanning electron microscopy was performed and identified the area as being mechanically damaged which prevented identification of the coil fracture type with evidence of electro-etching and pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Abraded openings were found on the outer and inner silicone tubes at break area, which most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present.

Event description:
On (B)(4) 2011, additional information was received when it was discovered that the vns patient had a their lead replaced due to a lead break and the generator replaced due to compatibility with the new lead on (B)(6) 2011. The explanted generator and lead were returned to the manufacturer for product analysis on (B)(6) 2011. Product analysis on the generator was completed on (B)(6) 2011. The generator performed according to functional specifications and there was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis of the lead is still underway and has not yet been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(4) 2011, when it was discovered that the vns patient had a full revision that day due to high impedance. The manufacturer's consultant reported that there was no known trauma or cause for the high lead impedance. The patient doesn't see the physician often due to the distance to the physician so it is unclear when the last diagnostics were done. The manufacturer's consultant reported that he would return the explanted product but it has not yet been returned to the manufacturer for product analysis at this point. When additional information is received, it will be reported.

Event description:
It was reported by a nurse that a vns pt had high impedance during an office visit on (B)(6) 2011. The nurse performed diagnostics 3 times in different positions but the results were similar. X-rays were taken and reviewed by the MFR. Five x-ray images (2 chest ap, 1 chest lateral, 1 neck ap, and 1 neck lateral) were reviewed on (B)(6) 2011. The alignment of the positive and negative electrodes appeared to be normal. The lead was routed towards the generator. The generator was placed on the left chest and a small amount of lead was placed behind the generator. The connector pin appeared to be fully inserted. The filter feed-thru wires appeared to be intact. The lead also appeared to be intact at the connector pin. Based on the x-ray received, no obvious anomalies could be identified in visualized portion of the pt's vns device; however, a lead discontinuity in the portion of the lead that could not be assessed or the presence of a micro-fracture cannot be ruled out. Pt will likely have a revision surgery.